Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014 (18:20): ck-mb=1.7 ng/ml, normal upper limit; on (B)(6) 2014: ck=103 u/l, normal upper limit 308; on (B)(6) 2014: ck-mb=1.2 ng/ml, normal upper limit 5. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on 10/27/2014, the patient underwent a stenting procedure with placement of a 3.5 x 15 mm xience xpedition stent in the proximal right coronary artery. During the implantation of the xience xpedition stent, plaque shift occurred and a 3.5 x 12 mm xience xpedition stent was implanted to treat the plaque shift and remaining lesion. The patient condition resolved on the same day. No additional information was provided.